Event description:
The technician alleged the side rail was not latching. No pt impact.

Manufacturer narrative:
The tech found the side rail latch and spring are corroded. The side rail latch and spring were replaced by the tech to resolve the issue.